Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported via an FDA medwatch form, a patient was diagnosed with an ocular pseudomonas aeruginosa infection on (B)(6) 2016. The treatment for the event included corneal scraping and around-the-clock fortified antibiotics. It was reported that as of (B)(6) 2016, the event had not yet resolved. Event outcomes reported for this event included disability/permanent damage and congenital anomaly. Further information regarding the event and event outcomes cannot be obtained, as no contact information was made available for the initial reporter.

Manufacturer narrative:
Correction made to date of receipt. This report is being submitted to correct the date in supplement medical device report (smdr) #01. For smdr #1 the date was submitted as (B)(6) 2016 in error and the correct should reflect (B)(6) 2016. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).